Event description:
Complainant alleged that during a shift check, the autopulse platform displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message, that was unable to be cleared by powering the device on and off. Complainant also reported that there was nothing on the platform when this incident occurred. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and the battery lock was found to be bent. From the condition of the returned platform, the damage appears to be due to wear and tear. Functional testing was performed and the reported user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was observed during power-up. Further inspection determined that the fault was caused by a single point load cell that was not functioning properly. A review of the archive was performed and although no ua faults were observed on the reported event date of (B)(6) 2014, multiple ua 7 faults were observed on other dates. Based on the investigation, the parts identified for replacement were the single point load cell and the battery lock. In summary, the reported complaint was confirmed during functional testing as well as during archive review. The fault was found to be due to a single point load cell that was not functioning properly. Following service, including replacement of the damaged battery lock and load cell, the device passed all testing criteria.